Event description:
It was reported that during an unknown procedure, while pulling the device out of the patient, it tore. The contents fell out into the patient. They were retrieved. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.